Event description:
Customer reported that during treatment the blood leak detector alarmed . A sample of the effluent was sent to a laboratory who indentified presence of myoglobin. They tried to clear out the effluent as much as possible but not succeed. The customer tried to normalize the machine but failed frozen screen occurred and they had to disconnect the set. Patient lost 230 ml of blood since they did not try to give back the blood manually.